Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found an electrical short within the heating elements resulting in the reported event. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their reliance synergy washer/disinfector was emitting sparks inside of the chamber during a cycle and the unit lost power. No report of injury.